Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports low blood glocuse values in the 50s. He had a low res but that was a normal alarm. He had alert before and on high. Customer received a change sensor alert after calibration was not accepted. Troubleshooting was performed and product is expected to return. Ozp- mmt-7020-sensor.